Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed no delivery alarm. Customer's blood glucose was unknown. Device had a blank display. Customer had changed the battery. Device had alarmed battery out limit alarm. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube and battery cap contact. Unable to verify the excessive no delivery alarm or perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to a blank display anomaly. The pump had a cracked case at the display window corner, reservoir tube lip, and minor scratches on the display window.